Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the reported device. The fsr replaced the gas delivery engine (gde) in order to resolve the reported issue. The ventilator was tested and returned to the customer operating to manufacturer specifications. The suspect gde was returned to carefusion's palm springs facility and is currently pending further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer stated while using the avea ventilator, it is alarming vent inop. The customer stated there was no patient harm associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. During the inspection, the device did not meet oxygen blender specifications for oxygen concentration. This is considered a found-in-service issue and is unrelated to the originally reported issue of a "vent inop" by the customer.